Manufacturer narrative:
Product has been received by manufacturer, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: handle becomes extremely hot to the point that the care givers are unable to hold them. The handles are also melting the batteries. No patient injury reported.